Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: (B)(4) 2014 - sales rep reported revision surgery. Patient was revised to address pain. Adapter sleeve added to the complaint.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update 03/28/2014- plaintiff's fact sheet was received, which updated doi information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Complaint was updated on 04/14/2014.

Event description:
Update 03/11/2014 - medical records were obtained. Medical records indicate metal on metal toxicity, elevated metal ion levels, fluid collection, and osteolysis. The complaint and associated mdrs were updated. The information received does not affect the MDR decision. Complaint was updated on 03/26/2014..

Manufacturer narrative:
(B)(4).depuy still considers this investigation closed.

Event description:
Litigation papers allege: on (B)(6), 2008, patient was implanted with a depuy asr hip on her left side. After her surgery, patient began to experience severe pain in her left hip. Patient intends to undergo surgery to remove her left asr hip.